Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
The recipient accidentally hit his head in early (B)(6) 2021 and then could no longer hear with the device. In situ testing revealed abnormal results. After observation for 1.5 months, there was no improvement. The recipient was re-implanted.

Manufacturer narrative:
Additional information: based on the received information, damage to the active electrode due to the reported trauma appears very likely. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet. If the device is received in the future, the case will be re-opened and the device investigated.

Event description:
The recpient took an accidental hit to the head in early (B)(6) 2021 and then could no longer hear with the device. In situ testing revealed abnormal results. After observation for 1.5 months, there was no improvement. The recipient was re-implanted on (B)(6)2021.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user took an accidental hit to the head in early (B)(6) 2021 and then could no longer hear with the device. In situ testing revealed abnormal results. The user was re-implanted on (B)(6) 2021.